Manufacturer narrative:
(B)(4) section d4: complete device identification information was not provided. Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare. Our investigation is based on the information initially provided, and our knowledge of the product. Results: no further information was provided regarding the reported event. From the information that was initially provided, the healthcare facility reported that the inspiratory and expiratory limbs had been switched and incorrectly connected to the ventilator. Conclusion: based on the information provided by the healthcare facility, the reported misconnection was due to user error. Based on our knowledge of the product and the information provided, the patient would have continued to receive gas flow, however the humidification system would have been bypassed. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit, and also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death. Refer to the mr850 respiratory humidifier instructions for use for additional safety information, clinical claims, and instructions for set up and use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
Fisher & paykel (f&p) healthcare was notified via the pharmaceuticals and medical devices agency (pmda) in japan that a healthcare facility reported the inspiratory and expiratory limbs of an rt265 infant dual heated evaqua2 breathing circuit were switched and incorrectly connected to a third-party ventilator in september 2022. The healthcare facility reported that the temperature in the humidifier being used was observed to be low. However, it was reported that following removal of the unheated extension tube from the inspiratory limb of the rt265 infant dual heated evaqua2 breathing circuit, the temperature 'rose to almost normal', and therapy continued. The healthcare facility stated that following the removal of the unheated extension tube, the intubation tube was then changed twice over three days due to 'phlegm blockage', until it was identified on 30 september 2022 that the inspiratory and expiratory limbs had been switched and incorrectly connected to the ventilator. The healthcare facility reported that there was no significant deterioration in the patient's respiratory condition.

Manufacturer narrative:
(B)(4) section d4: complete device identification information has been requested but not provided by the healthcare facility. Section h11: f&p healthcare have requested further information about the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
Fisher & paykel (f&p) healthcare was notified via the pharmaceuticals and medical devices agency (pmda) in japan that a healthcare facility reported the inspiratory and expiratory limbs of an rt265 infant dual heated evaqua2 breathing circuit were switched and incorrectly connected to a third-party ventilator in (B)(6) 2022. The healthcare facility reported that the temperature in the humidifier being used was observed to be low. However, it was reported that following removal of the unheated extension tube from the inspiratory limb of the rt265 infant dual heated evaqua2 breathing circuit, the temperature 'rose to almost normal', and therapy continued. The healthcare facility stated that following the removal of the unheated extension tube, the intubation tube was then changed twice over three days due to 'phlegm blockage', until it was identified on (B)(6) 2022 that the inspiratory and expiratory limbs had been switched and incorrectly connected to the ventilator. The healthcare facility reported that there was no significant deterioration in the patient's respiratory condition.